Event description:
It was reported that during a laparoscopic cholecystecotomy sergeon was using endopouch pro46. Device did not perform to surgeon's expectations. Specimen bag came apart as the surgeon was pulling it out of the abdomen. Procedure was completed and there were no consequences to the patient reported.